Manufacturer narrative:
The device was evaluated on site by the hospital engineer. Inspection found that the silicone connector of the bypass line was disconnected, which led to the fluid leakage. The connector was replaced with a new one and the machine was returned to service. The reported condition was verified. The cause of the break could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that before starting treatment with an ak 96 machine, an external fluid leak was observed due to the "pipeline fell off." There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.